Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer went to the emergency room due to a high blood glucose level. The customer had ketones. Customer's blood glucose level was not reported. She declined to speak with the helpline for assistance. The device was not returned.